Event description:
It was reported that the ilet did not charge when placed on the charging pad, with the pad¿s indicator turning green briefly before extinguishing and the ilet battery depleting, which led the user to stop using the ilet. Symptoms included hyperglycemia with a reported peak of 300 mg/dl and elevated glucose above 180 mg/dl for approximately three and a half hours, without ketone testing, backup therapy, or medical intervention. Outcomes included temporary interruption of insulin delivery due to device unavailability and associated elevated glucose. Investigation included user-facing troubleshooting attempts and arrangements to ship a replacement charging pad. Investigation of this case revealed a suspected failure of the charging system consistent with a charger or charging interface malfunction preventing battery charging. It was concluded, based on previously established findings for similar reports, that the cause was likely a charger malfunction or charging connection failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.